Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18631. The pt has 2 leads (from unk lots) implanted as part of her scs system. It was reported the pt experiences pain at the ipg site and the ipg site was red and irritated. Surgical intervention was undertaken on (B)(6) 2013 and the pt's ipg was explanted and replaced. The physician implanted the new ipg in another location. During the procedure, the physician indicated one of the leads was frayed. The physician explanted and replaced the leads. The procedure was extended by an hour. The pt reported effective stimulation coverage postoperative. Follow-up indicated the pt is no longer experiencing pain at the ipg site.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.